Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump failed to power on to the verify screen. The screen remained blank for approximately 15 minutes then ¿sleep error¿ was displayed. The original complaint could not be investigated due to a sleep error issue. The pump was opened and there was no damage found to the power circuit. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.